Manufacturer narrative:
Of the 11 allegations of a malfunction, 35 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to damaged battery cap, battery compartment crack and moisture ingress. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 11</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power w/damage & moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-75 years of age and between 24 and 197 pounds. Of the reported patients, 7 were male, 4 were female, and 0 were unknown.